Event description:
Starting temperature of the catheter was 42 degrees when introduced into patient's body. When ablation was turned on, the temperature increased to 48 degrees. The cool-flow pump was releasing 17cc/min of heparinized saline with 30 watts being used. A new catheter was opened, a new carto handle was opened, and the stockert generator was restarted. There was not any patient harm involved due to this incident.